Event description:
Customer was hospitalized for high bg. Customer was having motor error alarms. During attempt to perform hp test, pump alarmed a-33 while priming. Instructed customer to remain disconnected from pump and restore to manual injection.